Event description:
The customer reported erroneous results for two patient samples tested for triiodothyronine (t3) and thyroxine (t4). The erroneous results were not reported outside of the laboratory. The first patient sample was tested for t3 and the initial result was >10.0 nmol/l. The sample was repeated twice with t3 results of 1.8 nmol/l and 1.8 nmol/l. The second patient sample was tested for t3 and the initial result was >10.0 nmol/l. The sample was repeated on (B)(6) 2015 and the t3 result was 1.75 nmol/l. The patient's initial t4 result was >320 nmol/l. The sample was repeated on (B)(6) 2015 and the t4 result was 93.88 nmol/l. No adverse event occurred. The t3 reagent lot number was 12345. The expiration date was requested but not provided. The t4 reagent lot number was 12345. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
The customer indicated that no field service action has occurred but an analyzer performance check was completed and was successful. The customer retested "all days production" and not a single result was different.